Manufacturer narrative:
The device was returned for analysis. All available information was investigated and the reported leak was confirmed via returned device analysis and observed the polyimide tubing to be protruding between the o-ring and the cap. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to the identified polyimide tubing protrusion. The protrusion appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. Analysis is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of the clip delivery system, a leak was noted in the handle near the lock lever. The device was not used and there was no patient involvement. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.